Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and the analysis is performed this report would be updated should further information be provided.

Event description:
It was reported that this right atrial lead was explanted due to dislodgement. When trying to reposition, the lead exhibited helix extension issues and difficulty to position. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of this lead was performed. Visual inspection of the lead body and electrode tip found no anomalies that would have resulted in an increased risk of dislodgement. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that this right atrial lead was explanted due to dislodgement. When trying to reposition, the lead exhibited helix extension issues and difficulty to position. No additional adverse patient effects were reported. The explanted lead was returned for analysis.